Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a root cause could not be determined. However, it is likely that no image occurred due to printed circuit board failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained (identified directly below). The investigation is ongoing, if additional relevant information is identified, a follow up report will be submitted h10: according to the customer, they had troubleshot already prior to sending the device in for evaluation and verified that it was the devices serial digital interface output that had failed.

Event description:
The customer reported to olympus, the video system center had no image on screen and the issue was found during preparation for use in the operating room. There were no reports of patient involvement or harm. The medical device report (MDR) is being submitted to capture the reportable malfunction.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The reported issue was due to the printed circuit board found to be faulty. In addition to the reportable evaluation finding identified in b5, the following non-reportable malfunctions were found upon device evaluation: corroded bottom chassis, scratches on the top cover, and a worn out video connector latch causing poor connection with pigtails, and no unique device indicator label. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.